Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was watching television at the time of the shock. In-office testing found that the sensing was good in all of the three sensing vectors. No programming changes were made as the physician has programmed the therapy off. There were no additional adverse patient effects. The system remains implanted.